Manufacturer narrative:
The reported event of ipg end of life (eol) was confirmed. The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol).

Event description:
It was reported the patient's dbs system implantable pulse generator was replaced. The reason for the replacement was undetermined at this time.